Event description:
It was reported the pt does not have stimulation in her left leg. An sjm rep met with the pt and a sys diagnostics showed multiple contacts with invalid impedences. X-rays taken did not show any anomalies. The next course of action has not been determined at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.